Event description:
Caller reported damage to pump housing around the usb port, which did not affect the ability to charge the pump but compromised its watertight integrity. There was no adverse impact to the customer's blood glucose level. The customer was advised to return the damaged pump and received instructions on putting it into storage mode. A replacement pump with updated software was sent, and the customer will continue using the current pump until the new one arrives.